Manufacturer narrative:
(B)(4). Device carrying case is pending investigation and it has been requested of the customer to return the carrying case. Device MFR date: unk.

Event description:
During deployment of an AED, the use broke the zipper of the case when trying to retrieve the device and had to cut the case open.